Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2019-01245; 241-02-103, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Surgeon revised femur by taking the current one off and implanting the enovis revision femur due to instability.